Event description:
It was reported that a pericardial effusion was noticed postprocedural. Post-procedure and when the patient was given protamine, the patient's blood pressure dropped. The anesthesiologist treated the patient's blood pressure by administering medication and the patient's blood pressure stabilized. When the patient was moved to the care unit, the patient's blood pressure dropped again. A pericardial effusion was noticed and confirmed with an echocardiogram. A pericardiocentesis was attempted as medical intervention but was unsuccessful. The patient was currently being taken to the operating room (or). The caller was unable to provide further details regarding medical intervention for the pericardial effusion. The caller reported that the last known patient status was stable. The following bwi catheters were used during the procedure: octaray catheter - d160903 / 31584058l, webster cs catheter - bd710fj282ct / 31609498m and soundstar catheter (10439072 / g4172946). The carto 3 system was used for mapping and the farapulse system was used for ablation. The caller stated that petal xml was not used. Additional information was received stating the cause of the adverse event was from the faradrive sheath ¿scraping¿ the right atrium (ra) septum on the way out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).